Manufacturer narrative:
The device has not been returned. However, the non-visual device investigation has been completed and the results are as follows: DHR review: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Investigation methods/results : no device has been returned from the customer. There have been attempts to establish communication with the provider but there has been no response. However, the non-visual device investigation has been completed. Root cause : a root cause for this complaint cannot be explicitly determined. IFU 012579 rev 1.0 (clearsplint instruction for use) states "brush and floss before using clearsplint. After use, rinse the bite splint with water and store dry. Clean bite splint with soap and warm water only." IFU 012579 provides warning "do not clean or soak in mouthwash; do not use denture cleanser; do not place do not place the clearsplint in hot or boiling water or expose to excessive heat (such as direct sunlight). This may distort the appliance; do not use alcohol or hydrogen peroxide." Per the reported information, the patient cleaned the device with dish soap. It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. Per rpt 012574 rev. 1.0 (clearsplint biocompatibility report), the device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
Corrected: section a1: this information corrected as it was incorrectly reported at the initial submission. Additional information: section a2: this information updated as it was not available at the initial submission. Section a3: this information updated as it was not available at the initial submission. Section a5: this information updated as it was not available at the initial submission. Section b5/b6: this information updated as it was not available at the initial submission.

Event description:
Update: the patient first used the device (B)(6) 2021 with the reaction occurring on (B)(6) 2021. The patent experienced "redness and soreness on palate." The patient continued using the device until (B)(6) 2021. The reaction lasted one week after the discontinuation of the device and did not require medical treatment. The patient has many allergies (but they are unknown). With regard to the device: the provider rinsed the device with water prior to the delivery of the device. The patient cleaned the device with dish soap.

Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. The exception of serial number as the device is manufactured by prescription. The device is manufactured by prescription and not implantable.

Event description:
It was reported that the patient experienced "whole palate turning red and inflamed." It is unclear when the patient first used the device, but the reaction occurred shortly after delivery.